Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning and the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The lead and ipg remain in use. No patient complications have been reported as a result of this event.